Manufacturer narrative:
Concomitant products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 26-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported to a healthcare provider at 5 am (B)(6) 2021 with pain at their paddle lead and ins battery site. The doctor was contacted and they decided to explant patient's recently implanted spinal cord stimulator system. It was noted there was no issue with any implanted product, per the healthcare provider the patient had an active infection and they decided to explant. There were no environmental/external/or patient factors that led or contributed to the issue. No diagnostics were performed. The issue was resolved at the time of report.